Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component were reviewed previously for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Review of the revision surgery notes found that the tibial tray had broken along its rim on the medial anterior side and the articular surface was loose. Per the tibial component package insert, pain, swelling, and fracture/damage of the prosthetic knee components are known adverse effects associated with this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report is being submitted to amend sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, swelling, limited mobility and a broken tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. All poly pat comp 35dia p/n 00597206535 l/n 60759317. Lps option femoral e-r p/n 00599601552 l/n 60753540. Lps art surf ef 3-4/str yel 12 p/n 00599603212 l/n 60520003. Review of the provided op notes does not change the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.